Manufacturer narrative:
Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a lead warning and patient alert occurred due to high right ventricular (rv) lead defibrillation impedance. The lead remains in use. No patient complications have been reported as a result of this event.